Manufacturer narrative:
D4: possible lot number 14600556, 14600558 the device is not available for evaluation. Investigation is pending.

Event description:
The medwatch mw5188303 was received on behalf of a customer facility. The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inches. It was reported that the device did not reach a patient. A dark brown spot was noted on the internal chamber. There was no patient involvement or harm.